Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call they received a compromised force sensor system. They were changing their blood glucose in the insulin pump when the alarm occurred. The customer¿s blood glucose level was 200 mg/dl. The insulin pump was not bumped or dropped prior to the alarm. The drive support cap appeared normal. The device will be replaced and returned for analysis.

Manufacturer narrative:
Findings: motor error alarm during the basic occlusion test due to faulty force sensor resistor. Unable to confirm compromised forced sensor alarm due to motor error alarm. Pump passed displacement test, self test and unexpected alarm error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted.